Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: hole in the femoral artery. Time of symptoms/ae: during vessel closure. A voluntary user facility report was received via cdrh that states: per circulator - pt was undergoing left lower extremity arteriogram with runoffs and the vascular closure device would not deploy properly when physician tried to close the femoral artery. As he removed the device, it tore a hole in the femoral artery so attempt with another device could not be attempted. Bleeding prevented with hand held pressure for 30 minutes. Attempts to contact report source for add'l info have been unsuccessful.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the deivce history record did not produce any findings relevant to this report.